Event description:
The customer reported that device jaws could not be re-opened while applied to tissue. The surgeon had to cut adjacent tissue in order to remove the device. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.